Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the healthcare provider (hcp) inspected the lead, but there was no apparent physical damage to the lead at the time of implant. The rep noted there were no high impedances discovered during post-op. The rep noted that according to the hcp, the patient is doing well with their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a lead 977c165 specify surescan MRI 5-6-5, a high impedance level was observed on contact # 6 on the day of surgery. Additionally, there was a misunderstanding regarding the patient receiving an intellis battery instead of an inceptiv battery with closed loop technology. The impedance on contact # 6 was measured at 40,000. Troubleshooting steps included cleaning the body of the paddle lead and the connecting wire connections, switching ports on the battery, and wiggling the paddle to attempt a better connection between the paddle and surrounding tissue. The issue remains ongoing. No patient complications have been reported as a result of this event.